Event description:
Patient called lfs alleging that the one touch ultra meter, would only prompt error 1. No symptoms were reported at the time of concern. Patient did take insulin following the attempted use of the meter. Patient did not have another device to test the blood glucose level. No medical care was sought from a health care professional. Patient's control solution had expired. The customer service representative discovered through troubleshooting that the meter displayed error 1 upon powering on. The error 1 message, as explained in the owner's manual, indicates that there is a problem with the meter. There was no evidence that the meter contributed to an adverse event based on the information provided. The meter is being reported due to the unresolved error message. The customer service representative replaced patient's meter.